Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to loss of capture at maximum outputs and low sensing. The stylet wouldn't fit down the lead to revise it, so it was explanted and replaced. There were no adverse patient side effects reported. Should additional information become available, this event will be update.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.